Manufacturer narrative:
Updated fields: b4, g1, g3,g6, h2, h6, h11. Corrected fields: h6(problem code, type of investigation, investigation findings, component code, investigation conclusion).

Event description:
N/a.

Manufacturer narrative:
Gas loss in iab circuit gas loss occurs when the pump detects helium escaping from the iab circuit due to a leak or excessive diffusion. If the cumulative shuttle gas loss exceeds 5 cc per hr, and the iab inflation time is greater than or equal to 80 milliseconds and deflation time is greater than or equal to 250 milliseconds, a gas loss alarm is triggered. Common causes. Leaks or blood in the catheter, balloon, or extender tubing loose luer or connector fittings patient conditions such as febrile or tachycardia monthly trend reviews are conducted for all iab products and gas gain/loss alarms. Any identified triggers are discussed in metrics meetings and investigated via CAPA requests if necessary. Device history record (DHR) review criteria (per (B)(4))- complaints from germany or singapore. Complaints involving serious injury or death. Devices manufactured within one year of the event or aware date. Confirmed device malfunctions due to manufacturing defects. For this investigation, no iabp or iab failures were confirmed, so a DHR review is not required unless an adverse event is reported. DHR review per (B)(4) - customer product complaint investigation, a review of the device history record (DHR) is required when- -complaint is originated from germany and singapore. -complaint includes reported serious injury or death -complaint device was manufactured within 1 year of event date or aware date when event date is not available -complaints confirmed for a device malfunction caused by a manufacturing defect for this parent investigation no iabp or iab failures were confirmed and therefore no DHR review is required, unless an adverse event is reported.

Event description:
It was reported that by customer cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. He troubleshot this by using the ¿iab fill¿ ¿start¿ button. No patient harm or injury.